Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was in the 200's mg/dl. The customer continued to use their current pump for insulin therapy.